Event description:
It was reported there was a suspected oversensing issue. It was also reported the r wave trend is "all over the place". The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed oversensing. Flashback episode record analysis in the timeframe before interrogation shows oversensing on alternate beats. Weekly trend data for min and max r wave amplitude shows missing data and varies with min r wave equal to 1 to 25.25 mvolt between (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.